Event description:
Update rec¿d 04/23/2014 - decontamination form received. Part/lot information provided. There is no new additional information that would affect the investigation. This complaint was updated on: 05/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/23/2014 - decontamination form information was reviewed. Dor information provided. There is no new additional information that would affect the investigation. This complaint was updated on: 03/09/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation papers allege that the patient was injured by excessive levels of chromium and cobalt in his blood. Patient has suffered synovitis; mechanical complications left total hip replacement; tissue necrosis and inflammation; loosening of the prosthesis; chromium and cobalt toxicity; pain; disfigurement; anxiety, and need for revision surgery as a result of the implantation with the asr hip implant.